Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient faced that the issues related to bent cannula when it was removed from the body, which caused the patient's blood glucose was high at infusion site. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.